Manufacturer narrative:
(B)(4)

Event description:
The customer alleges the hemostatis valve at the sheath was defective and the dilator could not be advanced and then the valve ruptured. A new set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned a percutaneous sheath introducer (psi) assembly and the product lid stock for evaluation. The psi was returned with the dilator separate from the sheath. Visual examination revealed the sheath hemostasis valve seal was missing from the valve body and the valve was an open path to the sheath body. The separated valve seal was found in the sheath body and removed during functional testing. Visual examination of the separated seal revealed a small hole at the center of the seal, where the slits that allow passage of the dilator are. The damage appeared consistent with damage caused by excessive force tearing the seal material. One of the three slits was visible and the slit was observed to be all the way through the width of the seal. The remaining two slits were not visible due to the damage. No defects or anomalies were observed in the sheath body, valve body or dilator. The valve seal was lodged within the sheath body 212mm from the hemostasis valve cap. The dilator body outer diameter, the hemostasis valve cap opening, the valve seal diameter, and the seal thickness were all measured and all were found to be within specification. The slits in the seal could not be accurately measured due to the damage. (Con't) other remarks: the distal tip of the dilator was advanced through the open valve and a blockage was identified in the sheath body. The sheath was flushed and it was revealed that the hemostasis valve seal had separated from the valve body and become lodged within the sheath body. The seal was able to be removed in one piece. Once the seal was removed, the dilator able to pass freely in and out of sheath and valve. No resistance was met while advancing the dilator through the valve cap or the sheath body. The valve seal was able to be placed back within the valve cap and appeared to fit as expected when compared with a lab inventory seal. The valve was reassembled and the dilator was advanced through the valve containing the seal. Approximately 150mm of the dilator was able to advance before significant resistance was met. The dilator could not be further advanced without significant force. Therefore, it appears the resistance between the dilator and valve seal caused the seal to tear and separate. A device history record review was performed on the sheat h/dilator assembly and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product warns the user "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The customer report of the psi valve damage was confirmed through visual inspection of the returned sample. The hemostasis valve seal was separated from the valve body and had become lodged within the sheath body. The seal was retrieved from the sheath and the hemostasis valve was able to be reassembled containing the seal. The dilator was advanced through the reassembled valve and approximately 150mm of the dilator was able to advance before significant resistance was met. The dilator could not advance any further through the seal without significant force. Functional testing confirmed that the dilator was able to pass through both the valve cap and sheath body without resistance. Based on the functional testing, the probable cause for the issue observed is the valve seal. Since the seal is a purchased component the issue is supplier related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges the hemostatis valve at the sheath was defective and the dilator could not be advanced and then the valve ruptured. A new set was used successfully.